Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during use, the device experienced a technical alarm 389 - "no o2 dosing". Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Updated section: g6, h2, h3, h6, and h11. The assessment of the device was conducted by a field service engineer (fse). An examination of the device's log file revealed the presence of tf 389 (no o2 dosing); however, this issue could not be replicated during the evaluation. The device successfully completed the o2 gas path test without any problems. It was observed that the most recent calibration took place in (B)(6) 2024, prompting the completion of a new calibration. Verification confirmed that all measured values fell within the specified range. The unit met all OEM standards and was recertified for clinical application.